Event description:
The staple was jamming.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler was returned with the pawl spun out of place. This could prevent the staples from firing properly. The stapler appears used as there is biological material present on the device. The stapler was returned with 35 staples left in the cover block. The pawl was manually spun back into the correct position and an attempt was made to fire staples by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all successfully applied to the skin pad. The pawl being spun around out of position could prevent the stapler from firing properly. However, once the pawl was positioned correctly, the device worked properly. The root cause of this complaint is the pawl being spun out of place. It could not be determined how or when the pawl got out of position. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the pawl to spin out of position. After the pawl was put back in its correct position, the stapler was able to function with no issues. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that the pawl was out of position when it left the manufacturing site. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The stapler was returned with the pawl spun out of place which could prevent the staples from firing properly. The pawl was manually spun back into the correct position and all of the remaining staples were fired from the stapler with no difficulty. It could not be determined how or when the pawl got out of position. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that the pawl was out of position when it left the manufacturing site. Since it could not be determined when the pawl got spun out of position, the root cause of this complaint issue is undetermined. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple was jamming.